Event description:
The customer received an altitude alarm during basal delivery that could not be cleared. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
On 03/31/2015 follow up: customer reported that pump is performing as intended. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.